Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Number 6 states, " inadequate range of motion due to improper selection or positioning of components." Number 9 states, "fatigue fracture of component may occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." Number 10 states, "fretting and crevice corrosion may occur at interfaces between components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 6 of 6 mdrs filed for the same patient (reference 1825034-2016-00763 / 00767 and 3002806535-2016-00095). Not returned by attorney.

Event description:
Legal counsel for patient reported the patient underwent a right total hip arthroplasty on (B)(6) 2005 and a left total hip arthroplasty on (B)(6) 2005. Subsequently, patient's legal counsel reported the patient underwent a revision procedure on left side on (B)(6) 2013 due to patient allegations of audible noise, elevated metal ion serum levels and fluid collection. The medical records indicated metal staining, synovitis and bone damage were present. The femoral head and acetabular cup were removed and replaced. Patient's legal counsel further reported the patient underwent a revision procedure on the left side on (B)(6) 2014 due to patient allegations of pain and fractured screw. The medical records indicated loosening of the acetabular cup and a piece of the fractured screw was retained. The femoral head, acetabular liner and screws were removed and replaced. Subsequently, patient's legal counsel reported the patient underwent a revision procedure on the right side on (B)(6) 2014 due to patient allegations of audible noise, elevated metal ion serum levels, fluid collection, pain and limited mobility. The medical records indicated trunnionosis, black debris and synovitis were present. The femoral head was removed and replaced with an acetabular liner and femoral head. Patient's legal counsel further reported patient underwent a revision procedure on the right side on (B)(6) 2015 due to unknown reasons. The femoral head was removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. This is a duplicate of 3002806535-2016-00089.